Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the operation and trigger mechanism was not as smooth in application as it should be and the staples were not forming properly due to the poor operation of the trigger when applied to the area of operation. The patient's condition was reported as fine.